Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Desktop charger: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that she was unable to charge her ins because she was seeing a screen that showed something like ¿charge the recharger¿. The patient could not troubleshoot due to lack of access to the product. The patient stated that she would call back when she was with her equipment. The same day, the patient called back. After troubleshooting the recharger not charging when plugged into the desktop charger (dtc), the patient confirmed that the connector pin broke off. The patient reported that she lost stim yesterday and was "up all night" because of her restless legs. The patient noted that the device was indicated to help her back pain and her legs. Warm transfer to repair to receive a new desktop charger (dtc). No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, product type: recharger. Product ID 37761 serial# (B)(6) product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient. It was stated their replacement desktop charger resolved not being able to charge, but they said it charges but you have to try many times most of the time. No further allegations were reported.

Manufacturer narrative:
Product ID 37761, serial# unknown, product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (B)(4) found that the device had broken bottom case-no parts and the connector was bad also. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from the patient that stated the replacement desktop charger resolved not being able to charge their implant, but it was starting to show the doctor symbol. When the patient pressed it again, however, and it turned on and off. No further complications were anticipated/reported.